Event description:
It was reported by the customer that a pyxis anesthesia es system device shows disconnected. The customer stated that a technical issue resulted in a delay, as orders were not visible at this station. However, they successfully acquired medication from a nearby station within the same area. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device shows disconnected due to software issue. A technical support specialist complete synchronization the station and confirmed through the log reports that the station was successfully communicating with the servers. The system functioned as intended after troubleshooting.